Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the sys intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.